Event description:
A physician reported a patient who was initially skin tested on 16 march 1999 with negative results. In 1999 the patient was treated in the nasolabial folds and oral commissures. The procedure was without event. The patient stated that on or about 15 april 1999 she noticed palpable lumps at the treatment sites, and a visible lump at the left oral commissure. The physician stated that on 16 april 1999 the patient was examined and the physician noted "fullness" lateral to the nasolabial folds. The patient stated that on that date the physician advised massaging the symptomatic areas. The patient noted resulting erythema at those sites for about two weeks. The patient stated that on or about 15 may 1999 she was examined by a consulting physician who noted visible lumps at the treatment sites. No medical of surgical intervention was planned or prescribed. On 17 may 1999 the patient was examined by a consulting physician who noted "clumping" of the collagen at the left nasolabial fold and treated the patient with additional collagen at that site. No other medical or surgical intervention was prescribed or planned. The patient stated that on or about 4 july 1999 she noticed facial swelling, especially at the right upper portion of her face. She stated that on 10 july 1999 she was examined by a physician in a hosp emergency room who prescribed oral prednisone and benadryl. The patient stated that on or about 12 july 1999 she was examined by a consulting physician, who renewed the prescription for oral prednisone, discontinued the oral benadryl, and prescribed oral claritin and zyrtec. On 12 july 1999 the patient was examined by the reporting physician who noted diffuse edema of the face, including the treatment sites. The physician stated the patient had taken oral prednisone prescribed by another physician. The pt continued the oral medications she was presently using. The patient stated that on 14 july 1999 she noticed more facial swelling, and called one of the consulting physicians, who recommended she continue oral prednisone. The patient stated that on 15 july 1999 she noticed an exacerbation of the facial swelling, slight erythema, and intermittent induration. She stated she had had a few glasses of wine the previous evening. The reporting physician diagnosed for the local symptoms was hypersensitivity. The physician was not certain whether the facial edema was related.